Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis cassette, a baxter technician determined the device failed leak testing due to punctured cassette sheeting. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with magnification and revealed damaged cassette sheeting, further described as punctured. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. The reported condition was verified. The cause of the reported leak was determined to be a puncture in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.